Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/03/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2024. The pediatric patient experienced a skin reaction with redness, pustules, and infection, at the needle puncture site, which occurred same day the sensor had been inserted in the upper buttocks. The patient was seen by a healthcare provider, and it was stated that the insertion site had pus and redness. The patient was given a prescription of an oral antibiotic, flucloxacillin 5 ml 4 times per day. At the time of the report the patient was well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).